Event description:
It was reported during a trochanteric fixation nailing tfn procedure, while the surgeon was drilling for the distal screw through the aiming arm and sleeves, the drill bit (part number 357.407, lot number unknown), kept hitting the nail and would not go through the hole. A short tfn nail was used (part number 456.316s, lot 7467143). The surgeon had to take off the aiming arm and freehand the last distal screw in the nail. The procedure was delayed for approximately 20 minutes, but was successfully completed with no negative outcome to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hwc. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.